Manufacturer narrative:
E1 Address 1: (b)(6) The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported two occurrences of sudden blackout during maintenance involving an Olympus Video System Center. There was no patient involvement.